Event description:
Swelling; joint effusion. Case description: spontaneous report received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials unknown, with gonarthrosis. The pt's medical history was not provided. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan gf 20) injection, route not provided, dose not provided, once weekly, in an unspecified location. The lot number of synvisc was not provided. In (B)(6) 2012, the pt received the last injection of synvisc. In (B)(6) 2012, the pt experienced swelling and joint effusion. The pt received steroid injection as a treatment after aspiration of the joint (white turbid fluid was aspirated from the joint). The action taken with synvisc treatment was not provided. On an unspecified date in (B)(6) 2012, the swelling recovered and the outcome for the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for the events of swelling and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of swelling as probable and did not provide the relationship between synvisc and joint effusion.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.